Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. During functional analysis, the smart coil could not be advanced through a demonstration microcatheter due to the observed damages. Conclusion: evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, the embolization coil may start taking shape inside the hub, resistance may be experienced, and damage such as this may occur. The offset coil winds likely further contributed to the resistance experienced and prevented the coil from being advanced out of its introducer sheath, while attempting to advance the coil into the microcatheter. The microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. There was no adverse effect to the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer sheath and into the non-penumbra microcatheter, the physician encountered resistance and was unable to advance the coil out of its sheath. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.